Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a left knee revision due to infection. The tibial insert was removed and replaced.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown persona femoral catalog#: ni lot#: ni, unknown persona tibial tray catalog#: ni lot#: ni. Report source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.